Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. On (B)(6) 2016 the patient came in emergently with abdominal pain and computed tomography (CT) showed a potential type 3b endoleak. The physician elected to implant a non-endologix stent to seal the leak. The patient was in stable condition post procedure.